Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown.

Event description:
It was reported implant dropped during transfer. Implant was mounted on driver. Another implant was placed.

Manufacturer narrative:
Zimvie complaint (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h10: additional narrative zimvie received one (1) tsvtwb10, (imp,tsv,4.7,10,mtx,mg) for evaluation. Visual evaluation / functional test was performed, functionally tested and no damage to the implant was identified that would cause or contribute to the event. DHR review was completed for the subject lot number 1277166. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1277166 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : disengaged the customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician mishandles product therefore, based on the available information, a device malfunction did not occur. Functionally tested with in-house driver and no damage to the implant was identified that would cause or contribute to the event. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. H3 other text : summary investigation.

Event description:
No further event information is available at the time of this report.